Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 19-jul-2017, the fse noted a bent cup transfer chuck, and therefore replaced and realigned the cup pickup assembly. During the repair visit, it was noted that the incubator was out of alignment. The fse realigned the incubator slightly to the right x-axis, in line with the test cup assembly. Controls were run, calibration was performed, and twenty (20) test cup transfers were run without errors. The most probable cause of the reported event was a bent cup transfer chuck.

Event description:
On (B)(6) 2017, the customer reported receiving errors 4154, cup transfer z limit overrun, and 4153, cup transfer z home overrun, on their aia-900 analyzer. The customer also reported erratic control recovery over multiple assays. The three (3) month maintenance had been performed that day, and the customer cleaned the pickup chuck/sensor and checked the waste chute. A field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.